Manufacturer narrative:
The tip and the tubing were discarded at the user facility. The handpiece is not able to be identified as it was not documented which one was being used in the procedure, and the account has multiple handpieces. Since all of the handpieces the user facility has are functioning correctly, they have chosen not to send them in for evaluation. Device not available for evaluation.

Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a procedure to remove a brain tumor when the tubing from the handpiece to the console kinked at the back of the handpiece and caused the tip to melt. The customer was able to tape the tubing to the handpiece to use it to complete the procedure successfully, with no patient or user injuries, and no adverse consequences.